Manufacturer narrative:
(B)(4). The results of this investigation concluded a tear was observed in cusp 2, thrombus was found on the outflow surface of all three cusps, and fibrous pannus ingrowth was found on the inflow surface of cusps 1 and 2. No acute inflammation or significant calcification was observed. No evidence was found to suggest the cause of the tear, thrombus, and pannus was due to an intrinsic defect in the valve, as supported by review of the valve's device history record and the analysis performed. The cause of the reported event remains unknown.

Event description:
On (B)(6) 2016, an aortic valve replacement procedure was performed and this 23 mm sjm epic valve was implanted. After the patient left the operating room, regurgitation and a higher transvalvular gradient were noted. On (B)(6) 2016, the valve was explanted and a larger 25 mm sjm epic valve was implanted. The patient was reported to be in stable condition.